Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after retropubic sling replacement in 2015, the patient was totally asymptomatic of stress urinary incontinence. Until 3 years ago, the patient has had repeated urinary tract infections (number fluctuating between 4 and 5 per year), patient also had pain sometimes disabling, pelvic area, bladder, back, hips and legs. In an extract of medical report of (B)(6) 2021, the pain evolved by crisis usually starting at the inguinal level on the left then at the level of the whole hypogastrium with posterior irradiation at the level of the lower back and buttocks, and in certain cases pain at the level of the anterior face of the thigh. The pain was described by the patient as mainly a muscular contracture aspect. It should be noted that the pain, which occurs mainly at the end of the day, appears progressively throughout the day and disappears at night. The patient has been undergoing various tests like pelvic ultrasound, back MRI, gastroenterologist consultation, to determine the origin of the pain without success. This series of events led to feel physically diminished, certain movements or positions have become difficult or even impossible. There was fatigue accumulation because of sleeplessness due to certain pains. This impacts patient's professional life and considerably alters the quality of life which results in a negative repercussions on psychological state. The patient is also under antibiotics every 2 or 3 months to fight against urinary infections which weakens microbiota. Additional tests are planned to check if there is an abnormality related to the strip.